Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implants were placed in class 4 bone during a complex procedure on 5/30/96. The implant in site#27 was removed in november 1996. Pain was present at the time of implant removal. The clinician reports that the failure may be due to severe occlusal overload due to a very ill-fitting prosthesis.